Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was doing yoga, felt weak, fainted and had "cramps" [presumed to mean seizures]. The patient´s friends called an ambulance and the paramedics treated the patient with IV glucose and took the patient to the hospital. At the hospital the patient was treated with food. At an unspecified time of the event the cgm was reading 4.0 mmol/l and the blood glucose reading was 0.9 mmol/l. At the time of the report the patient was recovered and was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.